Event description:
Reference number (B)(4). Event occurred in colombia. It was reported that the patient experienced three insulin flow blocked alarm due to occlusion issue during therapy event on (B)(6) 2026. The blockage was in the tubing. The site of insertion was abdomen. The patient's blood glucose level due to blockage was 302mg/dl. No further information available.

Manufacturer narrative:
Patient city: (B)(6), patient country: colombia.